Manufacturer narrative:
The product has not been received for evaluation. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received in the lot number. Additional info was requested on 06/17/2008 and received on 06/25/2008. This report was mailed to FDA on: 07/11/2008.

Event description:
A surgeon reported that, after insertion of an intraocular lens (iol), the haptic adhered to the optic and the iol had to be removed. During removal, the posterior capsular ruptured. Another iol was implanted four days later. In a follow-up, low intraocular pressure was observed and the vision was reported as "good".